Event description:
A customer reported that there was a problem with infusion and multiple system messages related to the cassette displayed during a vitreo-retinal procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep primed the system with the test cassette, confirmed the intraocular pressure (iop) control function and infusion flow, and cleaned right heel switch to eliminate it from sticking. The system was then tested and met product specs. The customer did not retain any consumables. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. The root cause was not determined. (B)(4).